Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported during the fill tubing process, the customer could not see insulin exit the end of the tubing. Customer's blood glucose (bg) level was 150 mg/dl. Customer tried disconnecting the infusion set tubing and reconnecting to ensure a secure connection, and still no insulin was exiting. Tandem technical support (cts) instructed customer to use new supplies. Customer informed cts that supplies would be changed at a later time. It was indicated customer would administer manual injections as alternate insulin therapy.